Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found that the customer sent the sample for return. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from their multi-tubing set (mts) during pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 7 of treatment and the treatment was canceled. No fluid came in contact with the cycler and no air bubbles were detected during setup. It was reported the patient would cancel treatment and re-setup with new supplies. Upon follow-up, the patient confirmed that the leak occurred from the mts only and no leak was found from the cassette lines or cycler. The patient confirmed that they did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient is trained on performing manuals and stat drains if needed, and was able to complete treatment by resetting up with new supplies. The mts was reported to be available for return to the manufacturer for evaluation.